Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen fails intermittently. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen fails intermittently. The screen has been cleaned and calibrated and the fault persists. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The touchscreen was replaced and calibrated to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.